Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Investigation results: visual evaluation of the returned device found that the blue tuohy-borst cap was completely unthreaded from the t-fitting threads. In addition, the pull wire bent and broken at the proximal end, however, it was still attached to the thumb ring hypotube. The bristled portion of the brush was present, properly formed, and residues were found on the device which indicate use and handling. The damaged to the returned device was most likely due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the brush was difficult to extend out of the catheter. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no problem¿ at the conclusion of the procedure. This event has been deemed a reportable event based on the investigation results; wire broke.